Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra 2 meter had a cracked display. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On the night of (B)(6) 2009, the patient noted the reported meter's display was cracked; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. One or two days afterwards, the patient experienced the symptom of blurred vision. The patient did not seek any medical attention or treatment. The patient manages her diabetes with lantus insulin 35 units. Troubleshooting revealed there had been no misuse of the product. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after the meter issue occurred. Therefore this complaint is being reported.